Manufacturer narrative:
Additional narrative: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device had computer blockage internally, trace of water which deteriorated the internal system, and equipment failure. During service and evaluation, it was observed that the compact air drive device motor seized, jammed, was heavy moving , internally blocked and water was found inside which indicates impairment of motor system function. It was further determined that the device failed the following pre-tests: checks for status of development, general condition, air hose coupling, function of soft mode switch (safety system), untrue running and starting behavior. It was unknown if the event occurred during surgery. It was unknown if there was a delay to a surgical procedure or if a spare device was available for use. It was unknown if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.